Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue and replaced the drive manifold for a new one. The fse ran all tests and all functional tests passed and the unit was handed over to the customer in working condition. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cs300 intra aortic balloon pump (iabp) displayed a low vacuum error. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: d1, d4 the getinge field service engineer (fse) was able to reproduce the reported malfunction.

Event description:
N/a